Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. Batch # k59z9d. Additional information requested and received: when the device malfunctioned, did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? When the device malfunctioned, the device deliver a full b shaped staplers and the staple line was complete, and after the surgeon opened the jaw, the staples start to open. When the device malfunctioned, did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? And regarding the cut line it was complete and it goes smoothly. What caused the injury to the vena cava? And the injury happened for one of the main branches of the vena cava. How much blood was lost (ml)? Did the patient require a transfusion? The patient lost about 4 liters and the patient require a transfusion. What was the name of the exact vessel the device was being fired on? What caused the injury to the vena cava? The vessel that was firing on is the renal vein and there was no direct injury for the vena cava and the bleeding comes from the renal vein itself. Where on the staple line did the staples start to open? Is it routine for the surgeon to use 60mm device for vessels? And regarding the staple line it starts to open from the end of the staple line, and the surgeon usually use the ec60a in such cases when he is applying on vessels. What is the current patient status? The current status for the patient that she died for unrelated product malfunction. Additional information requested but unavailable: if unrelated to the product issue, what does the surgeon believe was the cause of death? Please explain the unrelated product malfunction that was mentioned in response. The analysis found that one ec60a device was returned in good visual condition and with an ecr60w cartridge reload present. The cartridge was received unfired. The device was tested for functionality in the articulated position with the returned cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as no malformed staples were noted during functional testing. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Event description:
It was reported that during an open right radical nephrectomy procedure, malfunction of echelon, bleeding occurred. Repair of vena cava injury was hand sewn.

Manufacturer narrative:
(B)(4). Additional information requested and obtained: if unrelated to the product issue, what does the surgeon believe was the cause of death? Please explain the unrelated product malfunction that was mentioned in response. The answer from the surgeon comes that the reason of death is a combination of several factors as the patient has cancer, weak peripheral system, weak lungs and she is old. And in such cases the mortality is high.